Event description:
It was reported that this patient, implanted with a single chamber implantable cardioverter defibrillator (ICD) system and right ventricular (rv) defibrillation lead, was informed by the clinic that one of his leads was not connecting correctly. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.